Event description:
Event description guidant received information that this transvenous defibrillation is exhibiting high thresholds during follow up. The lead is scheduled to be replaced. The ICD may be replaced due to blood in the header of the is1 port. Possible header damage. 07/02/02, additional information indicates there was also intermittent loss of capture.